Event description:
I used clear eyes contact solution which had hydrogen peroxide for gas permeable lenses but used the wrong case. I already had contacts out so I couldn't see very well. It said to just let the solution sit for 6 hours to neutralize. So I did so. The bottle should note that the solution case is what neutralizes the hydrogen peroxide. I put my contacts in my eye with residual hydrogen peroxide. My eyes burned super badly and hurt all day.